Event description:
It was reported that the manufacturer representative's handheld computer was no longer holding a charge and a replacement was needed. The old handheld was returned to the manufacturer, but analysis is pending.